Event description:
The customer reported being admitted in the intensive care unit for dehydration caused by the high blood glucose and vomiting. The blood glucose reading was 590 mg/dl. Troubleshooting was performed. The customer stated that he changes the infusion set every three days. The customer also stated that he noticed slight discoloration in the infusion set tubing. Ran a fixed prime and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.